Event description:
A customer contacted beckman coulter inc. (Bec) reporting that when their coulter lh 750 slidemaker makes a slide, there's blood observed on the slide labels. There is an exposure control plan in place at the facility. The operators were wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no impact to patient samples.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found a blood spill inside the instrument and cleaned it. Fse flushed the vacuum line and drained line via rinse block assembly. Fse then cleaned the rinse block assembly and dispense probe which resolved the leak and blood on slides. This issue is likely attributed to the rinse block assembly not draining properly. (B)(4).